Event description:
It was reported that the doctor attempted to pick up the implant using a driver to place in the patient's mouth and it would not hold the implant. Procedure was completed using another implant and the same driver as there was not issue with the driver itself.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
A 3i t3® tapered implant 5/4 x 10mm (bopt5410) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage. No damage. Functional testing was performed for the returned product with an in-house stock driver and engaged/retained as intended. No malfunction with implant. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h - july 2021 information identified: warnings precautions potential adverse events. Review of appropriate documentation: documents reviewed: instructions for use for biomet 3i kits and instruments (p-zbdinstrp) rev. D 2020/09/01 information identified: warnings and precaution DHR review: DHR review was completed for the subject lot number (2020030327). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed, as the lot number associated with the reported products is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (2020030327) for similar events and no other complaint was identified. Review completed utilizing keywords: lack of retention and device malfunction post market trend review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur with bopt541 sections updated: b4: date of this report g3: date investigation results were received g6: type of report and follow up number h2: follow up type h3: device evaluated h6: adverse event problem codes h10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.